Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date, the instrument's black plastic fractured off. The plastic on the handle was torn/broken. The instrument fractured into two or more parts. There were no adverse patient consequences, no surgical delay reported. The issue was seen in cssd.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: customer is complaining the instrument as the instrument´s black plastic fractured off. Here the plastic on the handle was torn/broken. The instrument fractured into two or more parts. No adverse patient consequences, no surgical delay reported. Seen in cssd. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found black radel handle of the angled acet insertr broken. The fragment was not returned for evaluation. The failure of the radel handle either cracking or breaking is due to impaction forces when the surgeon strikes the handle anvil with a heavy object when positioning the shell. The force is transmitted through the anvil into the radel handle either via the anti-rotation pin or directly into the handle through the anvil. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the angled acet insertr would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 24th of october 2023. 3) any anomalies or deviations identified in DHR: no deviations or anomalies found in the production work-order (B)(4) of top level assembly 6680.t5709. 4) expiry date: n/a. 5) IFU reference: 84.65.e1090 IFU 78405807 rev.j. 84.65.e1202 IFU lcn-920010029-disa rev.b. Device history review: manufacturing record evaluation was performed for the finished device [920010029 / mj7635842] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Corrected: h3.